Event description:
The patient (B)(6) received an occipital (off-label) system. It was reported the patient experienced discomfort at the back of the head. A follow-up visit with the physician identified the lead was eroding through the patient's skin. As a result, surgical intervention was undertaken on (B)(6) 2015 to re-bury the lead.

Event description:
Follow-up identified the patient's skin erosion has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.